Event description:
Critical failure of cine during a biv ICD implant on patient, the cine failed during attempt to perform coronary sinus (cs) angiogram. Clinical engineering contacted and was unable to fix. Physician forced to improvise mid-surgery to locate appropriate cs branch for lead placement. No injury noted to patient. Procedure prolonged due to delay and increased difficulty of cs lead placement.